Manufacturer narrative:
Patient information was not made available by the site. Device lot number, or serial number, not available as suspect part has not been returned. H4) device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following-up at the site, reported that the surgeon verified accuracy after verifying straight suction and was accurate before proceeding with the surgery. Two procedures have been done successfully since this reported event, with no issues. Suspect part not returned to manufacturer for analysis.

Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess) procedure, verification of the straight suction failed multiple times. The surgeon manipulated the instrument into different positions in the divot and ultimately verified the instrument with a geometry error of 2.4. After verifying instruments, the surgery was continued. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.